Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the subclavian vein. A 9.0 x 60, 135cm mustang balloon catheter was selected to dilate the lesion, however, the balloon ruptured during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).